Event description:
It was reported that post implant the patient experienced discomfort, shortness of breath, bradycardia, chest pain and was yelling in pain.  The implantable pulse generator (ipg) was pacing below the lower limit. An interrogation report indicated that the right ventricular (rv) lead exhibited  loss of capture on current electrograms (egm), had rising high thresholds and undersensing noted on current egm that appears to result in inappropriate pacing observed on telemetry. The right atrial (ra) lead exhibited falling impedance on lead trends with rising thresholds and diminished p wave. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.